Event description:
It was reported to covidien on 10/09/2009, that a customer had an issue with a hemodialysis catheter. The customer reports the pt had his catheter placed in 2009. During the 4th dialysis treatment, 12-15 mins into procedure, the pt had a respiratory arrest. The pt developed cerebral anoxia and expired at approximately 6 weeks later. The customer is questioning delayed hypersensitivity to the heparin on the catheter.

Manufacturer narrative:
Submit date: 10/28/09. An investigation is currently underway; upon completion, the results will be forwarded.